Event description:
It was reported that this right ventricular (rv) lead exhibited failure to capture due to a lead fracture. The patient was being monitored by a holter. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited failure to capture due to a lead fracture. The patient was being monitored by a holter. This device remains in service. No additional adverse patient effects were reported. Additional information was received, the lead exhibited high lead impedance. There is no evidence that a revision procedure has been scheduled. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited failure to capture due to a lead fracture. The patient was being monitored by a holter. This device remains in service. No additional adverse patient effects were reported. Additional information was received, the lead exhibited high lead impedance. There is no evidence that a revision procedure has been scheduled. No adverse patient effects were reported.